Event description:
After implant of the pump there is only one doctor to svc the pump with privileges at one hosp that she can't go to; no other dr in the area. Others report that the co has created a monopoly, with them serving this one doctor only. Co was no help when it was a very life threatening event to get the pump turned off.